Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable could not charge pump battery. Customer's blood glucose level was not impacted. Customer replaced the cable to resolve the issue.